Manufacturer narrative:
Other: it was reported the impedance had been rising with high of 1815 ohms. Threshold showed some variance. It was further reported that there was a likely outer coil fracture. It was further reported that there was a progressive threshold rise. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, high threshold.

Event description:
It was reported the impedance had been rising with high of 1815 ohms. Threshold showed some variance. It was further reported that there was a likely outer coil fracture. It was further reported that there was a progressive threshold rise. The lead was capped and replaced. No patient complications have been reported as a result of this event.